Event description:
In 2005, the pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. Post-operative imaging from 2006 revealed what was believed to be a type iii endoleak. A re-intervention took place the following month with an add'l gore tag thoracic endoprosthesis. The add'l device did not resolve the leak, and therefore determined it was not a type iii endoleak. An imaging evaluation conducted by gore in 2007 determined that there was not aneurysm enlargement; however, the leak was still present and is undeterminable. The pt is being monitored by the physician.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted and associated with this event is tg2810/lot #03620181.